Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+4.50/089 (sphere/cylinder/axis) within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another lens was not implanted. The cause of the event was unknown.

Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). (B)(4).

Manufacturer narrative:
The reporter indicated the surgeon implanted a replacement lens (vticm5_12.6) on (B)(6) 2019 and the problem was resolved. Device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue on the lens. Visual inspection found part of the lens optic and haptic torn off. Claim#: (B)(4).